Manufacturer narrative:
Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an endeavor resolute drug eluting stent to treat a lesion in the proximal lad. The lesion was slightly tortuous, moderately calcified and exhibited 80 - 90% stenosis. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. It was reported that the delivery system failed to be delivered to the target position and the stent dislodged during advancement. The physician tried to retrieve the stent using another device but failed. The stent was deployed where it dislodged. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force used. The physician commented that the event was caused by the lesion¿s calcification. Patient had left hospital and status was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.